Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a male patient (age not reported) coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient began treatment with reflin 1 gm ip once per day and vancomycin 1 gm ip once per day. Outcome for the peritonitis was unknown. The patient remained hospitalized. Action taken with dianeal therapy was not reported. The nurse believed the peritonitis was unrelated to dianeal therapy.